Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd intima-ii¿ closed IV catheter system, the product leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. No lot number was returned. The batch record could not be checked. Investigation conclusion: without the ability to observe the reported failure mode in the provided photograph or to conduct a leakage test on the returned sample the root cause could not be determined.